Event description:
It was reported that the patient experienced a constant burning and tearing sensation at the stimulator site. There was no redness in area. The sensations were more pronounced when she made small range of motion movements, such as bending, lifting, and twisting. The patient had severe discomfort/pain while attempting to charge her device, as the recharge paddle gave her much discomfort. The patient had very good stimulation coverage for her painful areas and was leaving the stimulation on despite the discomfort. The patient was using ice to relieve pain as well as use of a pool. She had contacted her physician on a few occasions with no response. The patient¿s status was alive with no injury. It was further reported that the patient was due to be seen on (B)(6) 2014. It was further reported that during the office visit, impedances were within normal ranges. The recharger was swapped out with a new one. The patient was to recharge and report back if they still had the issues prior reported. The patient still had good therapy. It was further reported that the patient had a warm sensation/heating in or around the stimulator pocket during recharging. After the swapping out of the recharger, the issue resolved. Additional information received reported a month prior, a manufacturer representative (rep) helped the patient with the implant. The patient was having problems with the recharger. The implantable neurostimulator (ins) wouldn¿t charge right and within an hour would get a full charge but had gone 5-6 hours to get charged. The patient saw the rep several times for programming. Since implant, the patient had been having burning sensation around the implant area/incision area. The incision looked fine but red around the area. The patient would go 2-3 days with severe burning pains. The burning started off and on since implant and the patient met in june and july 2014 with the rep, replaced the implantable neurostimulator recharger (insr) and about a month after the burning started again. The healthcare provider (hcp) told the patient the burning was not a medical thing that it was an equipment problem. It took 5-6 hours to get to a bar when charging. The ins would be fully charged and the patient would go 2 weeks and the ins would drop down to a quarter and that was when the patient was charging. Coupling showed all 8 bars and then it went to 2 and it had been happening since implant. The patient was using spacer for charging. If the patient charged for more than 10-15 minutes the burning started. There was no code on the insr. The patient noted one of the hcp noted it could be misfiring, and the patient didn¿t know what that meant. The patient got 2 coupling bars when charging.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger. (B)(4).